Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(4). The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. An amended final report will be filed once the products are received for investigation. Zimmer reference number is: (B)(4).

Event description:
It is reported that on follow-up after implantation in (B)(6) 2008, the pt complained of hip pain. It is also reported that on (B)(6) the revision went ahead and it became apparent that the hip had failed due to metal debris and the detrimental effect of this on the tissues and joint. There was a significant amount of "milky" fluid extracted from the joint and when the head was removed there was "blackening" inside the implant and affected tissue removed.